Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the light source exhibited no image due to connector board failure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g3(correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 07/18/2024). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the investigation results, it is likely that the event was caused by a faulty connector board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.